Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technical assistant reported that the equipment stopped at the moment the guide handpiece was inserted. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The reported handpiece was not working. After the customer did not respond to several attempts to schedule servicing, the company representative canceled servicing. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively, as no response was received from the customer. (B)(4).